Manufacturer narrative:
The investigation confirmed the reported alarms and power elevations via the log file submitted for review. The pump fell more than 200 rpm below the low speed limit (lsl) of 9200 rpm twice on (B)(6) 2015 getting as low as 2080 rpm. The pump fell below the lsl for long enough to activate a low speed hazard alarm. The pump returned to the set speed without issue and the alarm cleared. During these speed drops the power was elevated above 10 watts, peaking at 25.5 watts. The power returned to the 5-6 watt range when the pump returned to the set speed. Prior to the speed drops there were no notable alarms active. A root cause for the reported events was unable to be determined through this analysis. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 5 months. (Calculated from the date of manufacture.) The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient received alarms for a drop in speed below the low speed limit as well as a drop in flow below 2 liters. Additionally, a surge in pump power above 25 w was reported. X-ray images were reviewed by the manufacturer's technical services representative and were found to be unremarkable. It was reported that the patient was evaluated for pump thrombosis and all labs were within normal limits. The patient remained asymptomatic. The customer exchanged the patient's system controller and power module patient cable and the reported event resolved. It was reported that the patient was doing fine and was discharged on (B)(6) 2015.